Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this was one of two leads attempted to be positioned for conduction site pacing (csp). Initially the lead appeared to be positioned at the his bundle. However, unipolar and bipolar testing was performed and even with outputs at 4.5v, capture could not be achieved in bipolar. The lead was attempted to be removed, but the helix could not be retracted even after more than 30 turns of the fixation tool. The lead was able to be removed form the patient by rotating the lead body itself. Once outside the patient's body, additional rotations were necessary to fully retract the helix. The second lead exhibited the same observations and finally a third lead was implanted successfully. No adverse patient effects were reported. The attempted leads were expected to be returned for analysis.

Event description:
It was reported that this was one of two leads attempted to be positioned for conduction site pacing (csp). Initially the lead appeared to be positioned at the his bundle. However, unipolar and bipolar testing was performed and even with outputs at 4.5v, capture could not be achieved in bipolar. The lead was attempted to be removed, but the helix could not be retracted even after more than 30 turns of the fixation tool. The lead was able to be removed form the patient by rotating the lead body itself. Once outside the patient's body, additional rotations were necessary to fully retract the helix. The second lead exhibited the same observations and finally a third lead was implanted successfully. No adverse patient effects were reported. The attempted leads were returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Further testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of failure to capture.